Event description:
It was reported that the home patient (hp) had a high drain alarm 105 on the homechoice (hc) during use, while the hp was not connected. The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, meeting increased intra-peritoneal volume (iipv) criteria. However, the hp did not have any iipv symptoms. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). During evaluation, the returned device passed both the homechoice return instrument test/evaluation (rite) electrical test and the rite functional test. No problems were found during the internal and external visual inspections. The power to the device was cycled and the device operated without any issues. No leaks were found. All pressures were found to be correct and stable. A short simulated therapy was performed successfully. During evaluation, no failures or malfunctions were identified that could have caused or contributed to the reported issue. The reported issue of increased intra-peritoneal volume (iipv) was found during event history log review but was not able to be duplicated during evaluation. The cause of the reported issue was determined to be false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. The labeling found in homechoice apd systems trainer?s guide was reviewed. Section on "programming a prescription" gives the warning that "if you set the minimum drain volume percent too low, an incomplete drain could result for the patient. This could cause an increased intraperitoneal volume (iipv) situation." Also, table on nurse's menu settings, states "the default setting of 85% is appropriate for patients with low to moderate ultrafiltration rates (uf per cycle is less than or equal to 10% of the fill volume). A higher setting may be more appropriate for patients with higher ultrafiltration rates (uf per cycle is greater than 10% of the fill volume)." A review of the label for the product family will be conducted. If any additional relevant information is obtained, a supplemental report will be submitted.